Event description:
It was reported that the pump battery was not charging. Multiple usb cables and ac adapters were used. Customer's blood glucose was 121 mg/dl. Customer reverted to using manual injections for insulin therapy.